Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the device was cleaned after an operation and it was noticed that the grey ceramic was broken.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found a visibly damaged tip on the inner tube pm600201. Additionally we made a visual inspection of the jaw parts. Here we found a visibly damaged blue ceramic with a broken off area. Furthermore we found a damaged and cracked grey ceramic. Additionally we found that the jaw is not laterally overlapping. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and this will result in the jaw not overlapping and the ceramic breaking. There is the possibility of torsion or high leverage with the instrument. According to the quality standard a production error and a material defect can be excluded. No CAPA is necessary.